Manufacturer narrative:
(B)(4). Upon further review of the investigation report, it was determined that this was not a reportable event; thus, the initial MDR submitted on 29-december-2025 should be retracted. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip failed to fully open during the loading process. The patient's condition is fine and no medical intervention required."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the clip failed to fully open during the loading process. The patient's condition is fine and no medical intervention required."